Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ""implants inside my chest leaking" and anxiety regarding bia-alcl."

Event description:
Patient reported bilateral "implants inside my chest leaking" and anxiety regarding bia-alcl. Devices remain implanted.